Event description:
Boston scientific received information that this right atrial lead had dislodged and was capturing the right ventricular activity. The patient had third degree heart block. The lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. Its performance was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection demonstrated that the lead's distal part was partly pulled out of the ring electrode. Therefore, the adhesive residuals on the joining surface of lead tip and the lead body were analysed. The analysis revealed no indication of a material or a manufacturing problem. As the root cause of the observed damage traction forces during the surgery should be taken into consideration. Further inspection revealed abrasion marks along the lead body which were caused most likely due to an interaction with a partner lead. The values of the mechanical analysis of the fixation mechanism were investigated. No peculiarities were found. In summary, there was no sign of a material or manufacturing problem.